Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device did not return; therefore, product analysis could not be performed. A risk review performed for the farawave device confirmed that the event of tears/rips/holes/sep dev matrl and difficult to load wire known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Labeling review: there is no evidence this device was used in a manner inconsistent with the labeled indications. Additional review is not required. The product was not returned for analysis to identify any defect with the device; therefore, the reported issue cannot be established due to lack of evidence. Since the investigation does not lead to a clear conclusion, cause not established is selected as the most probable cause for this complaint.

Event description:
During a atrial fibrillation ablation pulse field ablation a farawave catheter was selected for use. Difficulty loading wire into the farawave. Could fully introduce wire. When part of the wire that was introduced, was removed from farawave, the wire was splitting, or peeling. The device was replaced and the procedure was completed without any patient complications. The device is not expected to be return due to disposal.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a atrial fibrillation ablation pulse field ablation a farawave catheter was selected for use. Difficulty loading wire into the farawave. Could fully introduce wire. When part of the wire that was introduced was removed from farawave, the wire was splitting, or peeling. The device was replaced and the procedure was completed without any patient complications. The device is not expected to be return due to disposal.